Event description:
The customer did not report a malfunction. During inspection of the bronchovideoscope, the distal end/c-cover was found burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided the likely cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.